Event description:
It was reported that the patient did not have good therapeutic effect. The patient's left foot was in pain at a level or 8 or 9, and she felt a stabbing or burning when walking. The stimulation was reportedly in the right area but it was not helping her by 50% or better. The patient reportedly felt like she was being shocked when she put her heel down. It was further described that it felt like needles when the stimulation was on and off. When the patient reportedly turned the stimulation up, she began to feel stimulation in her midsection and buttocks. The patient reportedly wanted a manufacturer's representative at her next appointment for possible reprogramming. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).